Event description:
Communication from cnss (B)(6) re IV treprostinil patient: "at patient visit, patient reported that his cadd extension tubing was leaking at filter site yesterday. He noticed a damp area on his shirt and saw fluid leaking from filter area. No change in symptoms. No adverse event he is unsure amount of time tubing was leaking. He changed tubing and primed. No further delay in treatment. No further incidents. Cadd extension set lot#4327, 85 gtin (B)(4) expiration date unknown. This is not a patient error. This is the 3rd incident of leaking tubing that I have encountered. Side effects: joint or extremity pain. He is not sure how his legs are feeling. He is still having some pain but has not worked an evening shift where he has to stand for a long period of time. That is tomorrow night. His headaches have resolved. "Veletri and uptravi have been discontinued, reasons unspecified, pt is now on treprostinil therapy; no other info provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is not applicable. No add'l info is available at this time. Product lot number and exp date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by health professional.